Event description:
Report received indicated when user was deploying the stent, the incorrect length was noticed. The device was normal in appearance as it came from the packaging and no anomalies were noted during its inspection. The product prepped following the instruction for use (IFU). A percutaneous transluminal angioplasty (pta) to the iliac artery was being performed. Access was made using a contralateral approach through the femoral artery. There was no thrombus noted at the lesion site. The lesion was pre-dilated prior to stent implantation and there was no resistance experienced during insertion of the device. Nothing else overly specific was indicated regarding the vessel/lesion characteristics. When the physician was deploying the stent, it was noticed that the stent was not 80mm long. Therefore, a second stent was implanted to cover the remaining lesion site. There was no adverse consequence to the pt.

Manufacturer narrative:
This product remains implanted in the pt and will not be returned for eval and testing. Add'l info will be sent within 30 days upon receipt.